Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas presented with an unresponsive touchscreen that remained on the lock screen despite audible notifications and power-on, with no visible external damage and no reported exposure to liquid or impact. Symptoms included no adverse clinical effects and blood glucose was reportedly unaffected. Outcomes included a transition to backup therapy and shipment of a replacement device. Investigation included collection of device history and user account of the event, with return of the device and inspection of the returned device. Investigation of this device revealed a suspected touchscreen input malfunction affecting the user interface component, while the device otherwise powered and alerted as expected. It was concluded, based on previously established findings for similar reports, that the cause was unknown pending further analysis.